Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Manufacturer narrative secondary surgical intervention to rotate, remove, and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. The lens was later repositioned, but repositioning did not resolve the problem. The lens was later exchanged for a same size, spherical lens, and the problem was resolved. Reportedly, "lasek was performed for residual astigmatism." There are multiple medical device reports associated with this patient. This report is 1 of 4 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
Correction: g1. Product evaluation: h3 - lens was returned with residue/debris and moisture within a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications claim# (B)(4).